Manufacturer narrative:
Information received from the (B)(4) study indicated that a patient experienced a dissection after having a coronary artery stent implanted. The patient's medical history is significant for angina, positive functional study for ischemia, family history of coronary artery disease, non-st segment elevation acute coronary syndrome, hyperlipidemia, history of smoking within 30 days, migraine headaches and osteoarthritis. The indication for the procedure was stable angina pectoris. The patient had a lesion in the distal and the proximal right coronary artery (rca). The distal rca was described as 90% stenosed and de novo. The lesion was pre-dilated followed by the implant of a 3.0mm x 23mm cypher stent at 12 atms. The proximal rca was described as 90% stenosed and de novo. The lesion was pre-dilated followed by the implant of a 3.0mm x 28mm cypher stent at 14atms. The stent was post-dilated and a small type a dissection was noted. The event was treated with angioplasty. The site indicated that the event was related to the procedure but not the stent. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Dissections are a known potential adverse event associated with coronary stenting. The IFU cautions that implanting a stent may lead to a dissection of the vessel distal and/or proximal to the stented portion. Review of the information provided suggests that the event is related to the inherent risk of the procedure. There is no indication that there is a design or manufacturing related issue therefore no action will be taken.

Event description:
The patient experienced a dissection. The patient was enrolled in the (B)(4) study due to stable angina pectoris. The patient had lesion in the proximal and distal right coronary artery (rca). The distal rca had 90% stenosis, was type b2, de novo and 20mm in length. The vessel was 3.5mm in diameter. The lesion was pre-dilated and a 3.0 x 23mm cypher stent was implanted at 12atm. The lesion in the mid rca had 90% stenosis, was type b2, de novo and 20mm in length. The vessel was 3.5mm in diameter. The lesion was pre-dilated and a 3.0 x 28mm cypher stent was implanted at 14atm. A small, post-dilation, type a dissection was noted. The patient was treated with angioplasty.